Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump delivered 540 units of insulin in 77 hours which was more than the customer expected. There was no reported adverse impact to the customer¿s blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Tandem technical support reviewed pump data and determined the pump functioned as intended. Multiple attempts were made to follow up with the customer, however, a response was not received.